Event description:
It was reported that patient presented to the emergency with infection and pocket erosion on the pacemaker (pm). The pm, left ventricle (lv) lead, and right ventricle (rv) lead were explanted. The patient was stable.